Manufacturer narrative:
Quality controls were tested on the meter and were acceptable. The strips have been requested for return. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii meter. The reporter stated the patient takes a lot of herbal supplements and vitamins and was wondering if the patient might have been taking so much vitamin c that when combined with his kidney failure, maybe the kidneys are not clearing the vitamin c correctly. A capillary fingerstick had a result of 237 mg/dl. Within five minutes, venous blood was drawn and tested on the same inform ii meter with a result of 230 mg/dl. The laboratory then took the venous blood and tested it with a result of 131 mg/dl.

Manufacturer narrative:
As no product was returned, the cause of the event could not be determined. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.